Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).

Event description:
Treatment of an aneurysm. During the procedure, it was reported that the implant could not be detached using the instant detacher or via the manual method (an alternative detachment method presented in the instructions for use, u.s.) The device was removed from the patient without issues. No patient injury was reported as a result of the procedure.